Event description:
It was reported that the fill port of a tpn therapy bag was found to be defective. The defect was discovered prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection confirmed the reported condition, which was determined to have been caused during the manufacturing process. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.